Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized due to high blood glucose of 348 mg/dl. Customer symptoms were diarrhea, abdominal cramps, vomiting, and thirsty. Troubleshooting was performed. The drive support cap was normal. Customer removed infusion set. No leaks or air bubbles noted. Manual prime was performed on the device and insulin did exit. Settings were reviewed and were correct. Customer stated the cannula was not occluded. Customer stated that she had inserted her infusion set on saturday and stated that her site was sore. Customer was advised that soreness at the site was an indication that the site might be bent or occluded. No further information reported.